Event description:
It was reported that the patient presented to the hospital for a scheduled right atrial (ra) lead revision procedure due to far r-wave over-sensing and lead slack issues which was seen as dislodgement. X-ray performed could not confirmed the lead dislodgment. The lead was revised to add slack and remained implanted on (B)(6) 2026. The patient was stable throughout.